Event description:
It was reported that the drill bit broke during a surgical procedure. It was also reported that another device was available to complete the surgery.

Manufacturer narrative:
The device subject to this investigation was not returned to manufacturer for evaluation. The root cause is undetermined at this time.